Event description:
Caller reported experiencing an occlusion alarm, but cts could not verify the alarm number in the pump history. There was no adverse impact on the customer's blood glucose level. To resolve the issues, the customer changed the infusion set and cartridge and resumed insulin use. Further assistance was deemed unnecessary, and cts decided to close the case.